Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine via an implantable pump. The patient¿s current concentration was 10 mg/ml at 5.5 mg/day, and the patient¿s new concentration was 25 mg/ml at 3.5 mg/day. It was reported that the hcp was having issues updating a pump. The hcp should have programmed a bridge bolus, and it was not done. The hcp erroneously bypassed the bridge bolus. The programming error caused underdose. However, it was also reported that no symptoms were reported. The flow rate changed from 0.55 ml/day to 0.14 ml/day dose difference from 3.5 mcg/day to 1.4 mg/day. The patient had already left the clinic. Troubleshooting resolved the reported event; the manufacturing representative was going to call the hcp and discuss the programming error. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4) no longer applies and should not have been applied in regulatory report # 3007566237-2017-00970. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported a correction on the dose. The physician kept the dose the same for the old drug. Underdose was not reported according to the representative. No patient complications were reported.